Manufacturer narrative:
Event date is estimated. The event of lead revision was reported to abbott. The patient underwent a lead revision. The ipg and lead were explanted and replaced due to shocking sensation at ipg site and updated to improved technology. Therapy was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing shocking at the ipg site. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's ipg and lead were explanted, replaced, and therapy was restored.